Event description:
It was reported the asymptomatic patient presented in clinic. During right ventricular capture threshold testing, it was observed the implantable cardioverter defibrillator was oversensing unknown artifact. No programming changes were completed. There were no patient consequences and will continue to be monitored.